Manufacturer narrative:
(B)(4). Device evaluation: product evaluation found that the lens was returned in liquid in the lens case/vial. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
This product is manufactured in (B)(4) but is not marketed in the u.s. Diopter: --11.50/+2.00/x064. (B)(4). Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -11.50/+2.0/x064 diopter in patient's left eye (os) on (B)(6) 2014. Excessive vault with elevated intraocular pressure was noted and the icl was explanted on (B)(6) 2014. No other lens was implanted. See MFR. #2023826-2015-01434 for right eye.

Manufacturer narrative:
Additional information: work order search: no similar complaints were reported for units within the same lot. (B)(4).